Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic loop colostomy, the device misfired or would not open. They opened new handle to complete the case. There was no patient injury.